Event description:
It was reported that backup mode was noted on the implantable cardioverter defibrillator (ICD) after a magnetic resonance imaging (MRI) procedure was performed. High voltage therapies were disabled during the backup mode. Programming changes were performed, and the device was restored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the backup mode was caused by off-label MRI use.